Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the swg bent during the procedure. The event occurred in the uti and the insertion site was the subclavian vein of a male pt (B)(6). Pt had a history of hemodialysis necessity. The swg was removed and another kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred to the pt.